Event description:
Additional information received the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg site was relocated. Also, the physician electively replaced the ipg with the updated model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost significant amount of weight and also experienced a fall. Surgical intervention for ipg pocket revision may be taken at a later date.